Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there were intermittent connection errors. The device was visually inspected and there were no damages. A functional test was performed and the reported issue was not confirmed, however confirmed in the event log. The probable cause of the reported issue was due to the wifi module. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a wireless module intermittent connect error message and did not hold a charge. Troubleshooting was performed and the pump continued to exhibit the error message. During physical inspection, it was found that there was intermittent connection in the event log. There was unknown patient involvement, no injury was reported.